Event description:
The report the co received from the affiliate indicated the balloon experience a pinhole rupture during a stent implantation to the left common iliac artery. The target lesion was moderately calcified and tortuous, and was 75% stenosed. The lesion was not pre-dilated, and an anterograde approach was used. The physician increased the pressure to 4 atm once the sds was across the lesion site, and at that time, a pinhole-type leakage at distal end of the balloon was confirmed. The physician increased the pressure more rapidly than the rate of decline of the pressure caused by the pinhole and the stent was successfully dilated at the target site. Two competitor balloon products were used to post-dilate the stent, and the procedure was successfully completed. There were no reported patient complications.